Event description:
Defibrillator keeps on misfiring and dr would not take it out. Device has caused so much damage to heart muscle which is life threatening. Device aggravation has caused ejection fraction from 60-40-20. Pt saw 7 different drs but nobody seems to care.